Manufacturer narrative:
This report is being updated to provide investigation findings. Device history record (DHR) review DHR has not been confirmed because the specific lot number was not provided. There have been no known manufacturing problems relating to the reported issue. A review was performed on the manufacturing process to verify there have been no changes in supplier manufacturing process which could affect the product. There was no abnormality or deviation that could contribute to the reported issue. Replication test has been conducted using a test scope with a distal cover attached and pig organ. Removal of the test scope from the pig organ was experimented under two parameters "distal cover with/without slight crack" and "suction activated/not activated to remove the scope". The test result shows that tissue is embedded in the distal cover after the scope is removed with suction activated, which is observed regardless of "distal cover with/without slight crack". More tissue is embedded when small crack is present on the distal cover and suction is activated during removal. This could cause more severe damage to tissue. When there is no crack on the distal cover and suction is not activated, no tissue is embedded in the distal cover. In addition, olympus tested a new distal cover in our stock and verified that it conforms to the product specification. Based on these findings, it¿s unlikely that the reported issue was caused by manufacturing defect. Cause analysis: if suction is activated or the distal end of the scope is pushed against the mucous while removing the scope, gap(space) can develop between forceps elevator and forceps channel, and between forceps elevator and the distal cover. Mucous can be trapped in the gap and damaged by the edge of the distal cover. It could lead to tissue injury, and tissue being embedded in the distal cover.

Event description:
It is reported by the customer, during an unspecified procedure using an evis exera iii duodenovideoscope with a maj-2315 single use distal cap, tissue was left behind in the cap. This case reports the single use distal cap. Case with patient identifier (B)(6) reports the duodenoscope used in the procedure. There was some bleeding (amount not specified) during the procedure. The bleeding stopped automatically and no intervention was necessary. There were no further consequences to the patient reported. The customer does not think the issue was caused by the scope but is sending it in for inspection to be sure. The single use distal cap used in the procedure was discarded by the customer. Additional details regarding the patient and reported event have been requested. At this time, no further information has been provided.

Manufacturer narrative:
Reporter's title was not specified. The device referenced in this report has not been returned to olympus for evaluation as it was discarded by the customer. The definitive cause of the user's experience cannot be determined at this time. The investigation is ongoing. Correction and preventative action (CAPA) investigation has been opened to further investigate this issue. This report will be updated upon completion of the investigation or upon receipt of additional relevant information.